Event description:
Same case as 6000089-2005-00604. About one year post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2004, angiogram showed restenosis of outflow of proximal lad and more diffuse restenosis of mid vessel stent. The lesion in the proximal to mid lad was predilated with a cutting balloon. Pt received a taxus express2 2.5x20mm drug eluting stent in the mid lad and a taxus express2 2.75x20mm drug eluting stent to the proximal lad. The pt did well. About one year later pt's clipidogrel was stopped but the pt continued on pt's aspirin. Two weeks later patient presented with an acute anterior myocardial infarction with st elevations which was treated with thrombolysis. Subsequent angiography revealed widely patent stents, but a large anterior akinetic segment. It was assumed that the patient hasd a thrombotic occlusion of the lad stent in close temporal association with the reduction from dual to single anti platelet therapy. No additional information is available regarding patient status. Patient was restarted on plavix.